Event description:
Customer reported low blood glucose symptoms with result of 3.2 mmol/l obtained on the aviva nano system. She self-treated by drinking apple juice. Customer tested 5.2 mmol/l on the aviva nano system 7 minutes later. Hypoglycemic symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).